Manufacturer narrative:
Argus case (B)(4).

Event description:
Diabetes mellitus [diabetes mellitus], hypoaesthesia oral [numbness of tongue], hypertension [hypertension], case description: this case was reported by a consumer via call center representative and described the occurrence of diabetes mellitus in a (B)(6) male patient who received double salt dental adhesive cream (new poligrip sa) cream for denture wearer. Concurrent medical conditions included denture wearer. On an unknown date, the patient started new poligrip sa. On an unknown date, an unknown time after starting new poligrip sa, the patient experienced diabetes mellitus (serious criteria gsk medically significant), numbness of tongue and hypertension. On an unknown date, the outcome of the diabetes mellitus, numbness of tongue and hypertension were unknown. It was unknown if the reporter considered the diabetes mellitus, numbness of tongue and hypertension to be related to new poligrip sa. [Clinical course]: on an unknown date,the patient's upper teeth were dentures. Adhesives were essential things to him because he could not eat meals without using adhesive. The dentist recommended dental implant, but the patient refused it because it costs money. However, the tip of the tongue became numb when using adhesive. Therefore, he received a drug to remove the numbness at the department of otolaryngology. The symptom subsided when he used a drug probably for stomatitis. The physician also said that the cause was unknown. On an unknown date,the patient had hypertension and diabetes mellitus, and was taking a lot of prescribed drugs. Therefore, it may be an adverse reaction. No further information is expected.